Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2022 and the suture was used. During surgery, the surgical steel broke during use. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? What is the surgeon's opinion of consequences to the patient? Please provide the lot number: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/22/2022. H6 component code: g07002 no device returned. The following additional information was received: qty to be returned : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.